Manufacturer narrative:
The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. All measurements were without error messages. Patient #2 was on antibiotics 2 weeks prior to discrepant result comparison. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr). Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Relevant retention test strips (lot 368890) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results for 3 patients tested on a coaguchek xs meter serial number (B)(4) compared to a laboratory method using neoplastin reagent. From the data provided, 2 patients had discrepant results. Patient 1: on (B)(6) 2019 the meter result was 5.3 inr and within 7 hours the laboratory result was 3.9 inr. Patient 1's therapeutic range is 2.0 - 3.0 inr. Patient 2: on (B)(6) 2019 at 11:10 am the meter result was 4.5 inr and at 11:16 am the laboratory result was 3.4 inr. On (B)(6) 2019 the meter result was 4.8 inr and within minutes the laboratory result was 3.6 inr. Patient 2's therapeutic range is 2.5 - 3.5 inr. Patient 2 is a (B)(6) year-old male with a date of birth of (B)(6). The patient was on antibiotics but has been off of them since (B)(6) 2019.